Event description:
Pso-pb sesor was implanted to patient on (B)(6) 2021. Icp device was removed because of need for hemostasis. The surgeon reported that the device could be removed easily without traction. After removal, it was however noticed that the metallic tip of the catheter (sensor) was detached and remained inside the patients body (brain).

Manufacturer narrative:
Device was returned in dry state with blood deposits on the pa tube. No tightening marks on the pa tube. The extremity capsule was indeed absent. In its returned state, the device was non-conforming, the inspection shows the capsule was most likely detached after breakage of the micro-wire, usually indicating excessive force/ handling. Furthermore, traceability and production batch analysis were undertaken : no anomaly was reported during the controls in relation with the production of the reported serial number. In fact the device was tested in the production and control process without showing failures or anomalies. It is likely that effort and/or bad handling during use was the origin of the reported problem.